Event description:
It was reported that during an unknown procedure the clips were not forming. They completed the procedure with a new like device. No other info was available for the rep due to a note was left on the device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.